Manufacturer narrative:
Correction to h6: component code h3 device evaluation: additional information additionally, the service personnel found as a secondary finding that the unit failed the flow sensor calibration and replaced the evq (exhalation valve flow sensor). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ve ntilator displayed a device alert stating "limited mix capability. Only 21 or 100 percent available".  The device was available for evaluation. The service personnel (sp) inspected the ventilator and found that unit had logged a a relevant code in memory confirming the backup ventilation but could not duplicate the same. Additionally, sp found unit failing "flow sensor calibration" test, so replaced the exhalation valve flow sensor to resolve the issue. Ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One evq was received for failure analysis. Visual inspection also showed the thermistor is bent or deformed. The contamination can cause symptoms similar to a damaged flow sensor filament or thermistor. Contamination on the thermistor can cause inaccurate temperature readings which influences the measured flow rate by the evq. Analysis found returned evq faulty. This issue is addressed in an internal investigation the reported condition was not able to be duplicated. The analysis failure found fault with evq was not related to a reported complaint event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A review of the ventilator logs showed this ventilator entered into mix buv (backup ventilation). Patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ventilator displayed a device alert stating "limited mix capability, only 21 or 100 percent available".  A review of the ventilator logs showed this ventilator entered into mix buv (backup ventilation). The device was available for evaluation. The medtronic field service engineer evaluated the device was able to determine the ventilator displayed the device alert and found the mix buv in the ventilator logs. The service engineer could not duplicate the issue. They did replace the evq (exhalation valve flow sensor). The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The potential cause of the reported event was not isolated in the field. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that while in use on a patient this 980 ventilator displayed a device alert stating "limited mix capability. Only 21 or 100 percent available". A review of the ventilator logs showed this ventilator entered into mix buv (backup ventilation). Patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.